Event description:
The reporter stated that the surgeon inserted a aq2003v three piece silione lens. The lens tore upon insertion into the eye. The lens was removed. No patient injury. Surgery was completed with another lens.